Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was implanted with anterolateral distal tibia plate and the plate has broken. A revision surgery was performed two days later and the broken plate is handed autoclaved by the surgeon. The plate will be sent for evaluation. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: the distal tibia plate was implanted on (B)(6) 2014. The date of the breakage of the plate is unknown. The revision surgery to remove the broken implant was performed on (B)(6) 2014. There was no report with respect to the aftercare of the patient. No x-ray images were provided. Based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate, dynamic bending loads (one-sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack, and finally to the overload respective to the fatigue fracture of the distal tibia plate. The implant could not resist the applied force, which finally led to the material overload/fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery was performed approximately two and a half weeks after the broken plate was reported to the manufacturer. The patient was complaining of pain prior to revision.